Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed a missing tamper seal but in good condition. During functional check, the reported complaint was not duplicated. Both sensors calibrated without any issues. The upstream and downstream occlusion sensor's mv value was stable and jumped when depressed in the manufacturing utility mode. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has leaked into the cavity of the sensor, which could cause intermittent issues. An intermittent sensor would cause calibration issues. Recommend replacing the downstream occlusion sensor as a precautionary measure.

Event description:
Additional information received on 27may2022 via email: all issues with these pumps were found during testing and repair at our facility. No patient involvement.